Event description:
The patient was undergoing a coil embolization procedure in the left iliolumbar artery for a type two endoleak using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to advance a pc400 coil through another manufacturer's microcatheter due to resistance. The pc400 coil was removed and the procedure continued using another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, the pc400 coil was kinked approximately 57.0, 62.5, and 78.5 cm from the proximal end of the pusher assembly, and the coil was intact with the pusher assembly. The outer diameter of the coil, distal detachment tip (ddt), and pusher assembly were measured and found to be within specification. (-1) the first microcatheter was ovalized approximately 6.5 cm from the hub and 6.5 cm from the distal tip, (-2)the second microcatheter was ovalized approximately 26.0 cm from the hub conclusion: the complaint has been evaluated. The complaint indicated that pc400 coil was inserted into the microcatheter, a strong resistance occurred, and the coil would not advance. Evaluation of the returned devices revealed that the pc400 coil pusher assembly and both microcatheters (non-penumbra devices) were kinked. The damage to the pc400 coil pusher assembly likely occurred from the force used while attempting to advance the coil through the damaged microcatheters. The damage to the microcatheters could have occurred during use or preparation; however, this damage was not mentioned in the complaint. The outer diameter of the coil, ddt, and pusher assembly were measured and found to be within specification. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.